Event description:
Additional information reported the implanted pump was filled with sterile saline and refilled at the physician office the next day. It was a pump for pain. No further information was available.

Event description:
During a replacement procedure, prior to implanting the new pump, the new pump was unable to be completely filled. The cause of this was thought to have been due to not removing all of the preservative free water before attempting to fill. The pump was reportedly locked out. No troubleshooting was performed. It was never implanted in the patient. Another pump was used instead for the implant procedure. There were no patient symptoms or complications associated with this event. The drug in the pump was noted to be possibly dilaudid.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies. The pump was empty when returned. The pump passed all non-destructive testing. All pump logs were clean, meaning no motor stalls, no motor stall recoveries, of errors of any kind were registered in the pump logs. No reservoir access issues were encountered while performing all of the non-destructive testing. The pump filled with 10 ml of sterile water and then aspirated. This process was repeated five times. No problems were encountered. The pump filled with 20 ml of sterile water and then aspirated. This process was repeated five times. Again, no problems were encountered.